Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing revealed a no rv output condition when the device was programmed to ddd. Further testing noted the no rv pacing was the result of a fractured bond wire on the bond pad.

Event description:
It was reported that the lead was replaced because it was broken. It was noted that the lead had been placed shortly after the patient's birth, and the patient grew out of the short length. No patient complications have been reported as a result of this event. The device was returned to the manufacturer after an implant attempt. There had been an issue with the rv port not working properly. There was undefined high impedance when the lv lead was plugged into the rv port. The device subsequently tested out of specification during manufacturer's analysis.